Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was calling to get in touch with their local manufacturer representative (rep) to get their stimulator working. Patient services reviewed the role of the rep and recommended that the patient follow-up with the healthcare provider (hcp) to get in touch with the rep. The patient indicated that the hcp did not know who the rep was. Patient services offered to reach out to the rep in the area but reviewed that a timeframe on a response could not be guaranteed. The patient indicated that they understood. Patient services asked a date for when the ins was not working and the patient confirmed it was yesterday. The patient stated that the ins had been off and was in MRI-mode. Patient services offered to assist the patient over the phone, but the patient stated that this was something they specifically wanted to meet the rep about. The patient reported that they had a lot of surgeries and mris done in the past and confirmed that these were unrelated to their implant. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.